Manufacturer narrative:
The baxter technician found the foot pedal needed to be replaced. Per the baxter user manual: to install the pendant into the siderail 1. Position the pendant next to the opening in the intermediate siderail or head-end siderail, depending on the cable length. 2. Insert the top edge of the pendant into the siderail so it engages the upper section of the siderail. 3. Rotate the lower edge of the pendant in until it clicks into position inside the siderail. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in (B)(6) 2026. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the foot pedal to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report that versacare frame had the head of the bed moving on its own. There was no patient/user injury, medical intervention, symptom, or adverse event reported.